Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the articulating part of the unit fractured during surgery and was no longer able to be used. It was further reported that the broken piece may have remained in the abdomen of the patient. However, this could not be confirmed at this time. The unit was purchased in (B)(6) 2009.